Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller reported that the patient got into a car accident two weeks after they had their neurostimulator (ins) implanted in (B)(6) 2013 and they needed a revision surgery in (B)(6) 2014 because the leads migrated. In addition, the patient had multiple reprogramming sessions for about 1.5 years and eventually had their system removed. No symptoms were reported. The indications for use are failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.